Manufacturer narrative:
Follow-up #1: date of submission 04/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found multiple unrelated call service alarms on the day of the complaint. Investigation found that the battery compartment and the battery cap were undamaged. The battery cap contact measurements were within specification. The pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. No evidence of moisture intrusion or loose components was found in the pump when the pump casing was opened to further investigate. The investigation was unable to duplicate the reported power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump had intermittent power loss when changing the battery. Reporter stated that the battery cap tightened properly, there was no damage to the battery compartment, and no evidence of moisture in the battery compartment. The issue was not resolved with battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.